Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) ) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of allergy to metals ("allergy to nickel") and urinary tract infection ("urinary infection") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), fatigue ("fatigue"), general physical health deterioration ("impaired general condition"), dizziness ("dizziness"), memory impairment ("memory disorders"), ocular hyperaemia ("red eyes"), dry eye ("dry eyes"), sinusitis ("sinusitis"), musculoskeletal pain ("joint and muscle pain"), back pain ("back pain/ lumbar and cervical pain"), neck pain ("back pain/ lumbar and cervical pain"), abdominal pain lower ("pain in the lower belly"), migraine ("migraine"), fibromyalgia ("fibromyalgia"), tendonitis ("tendinitis"), the second episode of allergy to metals ("allergy to chromium"), pruritus ("itching on the arms"), cardiac disorder ("cardiac effect") and fibroma ("fibroma"). The patient was treated with surgery (essure removal - subtotal hysterectomy by coelioscopy was performed with bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fatigue, memory impairment, musculoskeletal pain, back pain, neck pain, abdominal pain lower and migraine had resolved. At the time of the report, the urinary tract infection, general physical health deterioration, dizziness, ocular hyperaemia, dry eye, sinusitis, fibromyalgia, tendonitis, the last episode of allergy to metals, pruritus, cardiac disorder and fibroma outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, cardiac disorder, dizziness, dry eye, fatigue, fibroma, fibromyalgia, general physical health deterioration, memory impairment, migraine, musculoskeletal pain, neck pain, ocular hyperaemia, pruritus, sinusitis, tendonitis, urinary tract infection, the first episode of allergy to metals and the second episode of allergy to metals with essure. The reporter commented: as soon as the ablation was performed, the patient felt effect on memory and concentration, no more tiredness, no more headaches, no more pain all over the body. Regarding other events, including infections, it was too early (3 months after essure removal) to confirm if it was resolved but she did not have any sinusitis or pyelonephritis for 3 months. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2017 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 317 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.